Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range impedance measurements for its non boston scientific right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored data, with no other device issues noted. This device remains in service. No adverse patient effects were reported. At later date, this ICD was explanted and replaced. No additional adverse patient effects were reported. Additional information from the field indicates that the physician attributed the observed high out of range impedance measurements to the non boston scientific right ventricular (rv) lead suffering a fracture. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range impedance measurements for its non boston scientific right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored data, with no other device issues noted. This device remains in service. No adverse patient effects were reported.